Manufacturer narrative:
(B)(4) = malformed clip. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining (B)(4) clips as intended. The reported event could not be confirmed as the device was found to be fully functional. In addition, two malformed clips attached to a petri dish were received. No conclusion could be reached as to what may have caused the reported incident or the received malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways and ejected. Another device was used to complete the case. There were no adverse consequences to the patient.